Event description:
Per affiliate: the customer was hospitalized for high bgs. It was stated that the customer had an alarm several times before the hospitalization. After two weeks without connection to the pump the customer used it again. The alarm did not occur, but the customer woke up with high bgs and ketones. The doctor believed that the pump was the cause of the high bgs, but they wanted to have a functional testing on the pump.